Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). A manual injection was delivered and supplies changed to address bg levels. Customer reported that bg levels were back in target range at the time event was reported. Recommendation was made to consult with their health care provider to discuss diabetes management.